Manufacturer narrative:
Information references the main component of the system. Other relevant components also include: product ID (B)(4) lot/serial# unknown implanted: n/a explanted: n/a product type software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8840, lot/serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient who had been receiving 15 mg/ml of bupivacaine and 20 mg/ml of morphine via an implantable pump for spinal pain. It was reported a programming error occurred on (B)(6) 2018. The new drug concentration was not entered during the programming session. The patient had a refill and the concentration of morphine was changed from 20 mg/ml to 30 mg/ml. The dose was changed from 6.6mg/day to 6.9mg/day. However, the change in concentration was not programmed into the pump, therefore there was no prompt to perform a bridge bolus. The patient was called back two hours later to correct the concentration and to program a proper bridge bolus. No symptoms were reported. The error had occurred using the 8840 clinician programmer, and it was reported the error was quickly changed. No further complications were reported or anticipated.